Event description:
It was reported that two everest locking screw inserter tips were damaged intra-operatively. The instruments repeatedly became unlocked and loosened during insertion. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay. This report represents the first of the two inserters.

Manufacturer narrative:
D.4 and d.9 were updated to reflect product return information.

Manufacturer narrative:
Visual inspection: the device was inspected. It was observed that the distal hexalobe tip of the screw inserter was deformed. Device and complaint history records were reviewed and no relevant manufacturing issues were identified; however, 2 similar complaints were identified. The deformation seen on the tip is consistent with the effects of torque overloading during implant insertion. It was observed that the instrument has been out in the field for about 4 years. Factors such as consistent use of the instrument may cause fatigue, leading to instrument failure as reported. The root cause for this event is determined to be normal wear.

Event description:
It was reported that two everest locking screw inserter tips were damaged intra-operatively. The instruments repeatedly became unlocked and loosened during insertion. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay. This report represents the first of the two inserters.

Event description:
It was reported that two everest locking screw inserter tips were damaged intra-operatively. The instruments repeatedly became unlocked and loosened during insertion. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay. This report represents the first of the two inserters.